Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no parts have been returned to manufacturer for analysis.no further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that the camera was replaced and the issue was resolved.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A site representative reported a navigation system camera that could not detect the return infra-red signal. The system was tested twice prior to a procedure and functioned normally. No further details were provided. There was no patient present when this issue was identified.